Event description:
Philips received a complaint from the customer biomed reporting the display on the v60 ventilator was dim. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reported the display was extremely dark while the unit power cycled during setup. The bme was able to see parameters and screen using a flashlight. The rse advised the bme that replacement of the user interface (ui) assembly was required, which is currently unavailable. The repair for this unit cannot be conducted at this time due to the ui assembly being on backorder. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The ordered material, ui assembly, aligns with the recommended repair of the alleged malfunction per the service manual. When it becomes available, the repairs will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and further investigation will be performed.